Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient visited the hospital for right ventricular lead revision procedure to address lead noise. Fluoroscopy performed in the hospital indicated a sub-clavian crush on the right ventricular lead. There were pauses seen on the event monitor that had led to the patient feeling dizziness. The right ventricular lead was capped and replaced. The procedure went well and the patient was discharged on the same day.